Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during use inadvertent mishandling resulted in the noted bends at the proximal end of the guide wire jacket and ultimately resulted in the reported/noted break; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During use with the 300 cm hi-torque versacore standard guide wire, it was observed that the guide wire core separated where the white covering meets the green, but the coils were still intact. A new versacore guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.